Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the extraction procedure. Due to the severly fragmented state of the lead, the analysis could not be properly proceeded. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to dislodgement. Should additional information become available, this report will be updated.